Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced for an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted cuts in the insulation near the tip. Dried blood and body fluid was noted inside the lumen due to the cuts. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The pressure test was not passed due to the cuts in the lead.